Event description:
It was reported that during an unknown procedure there was a solid tone with error code '5'. Changed to a new device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the blade broken off inside tube and returned. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for solid tone and error code 5. In addition, the device was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. During functional testing on a generator the device gave an error code 5 and the clamp arm did not close. The device will stop activating, and either emit a solid tone or display an error code 5 on the generator display when the blade becomes damaged. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code. The analysis concluded that the blade cracked due to contact with clamp arm pin. No conclusion could be reached as to what caused the blade damage. The device was disassembled to verify the condition of the internal components and the rotation knob was broken at the pin hole interface, not allowing the clamp arm to properly open and close. In addition, the damage to the rotation knob affected the interface between the hand piece and the device and causing the button malfunction observed during analysis. . It is possible that the broken rotational knob did not allow the device to be torque properly and return an error code message or alert screen. No conclusion could be reached as to what caused the damaged rotation knob. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.